Event description:
It was reported that the patient experienced fluid in the pocket and had a leak in the catheter at the old straight connector of the catheter. A pocket revision was done in 2009. The pt was readmitted to the hosp three days later, following the revision surgery for lethargy. The pump rate was then decreased. The medication being delivered via the device system was baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.